Event description:
New information received that the tissue pad had not detached from the clamp arm. Complaint does not meet the criteria for a reportable event. Not reportable

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia procedure, the harmonic probe tissue pad peeled off. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).